Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during pre use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Leak has been reported. There was no patient involvement reported.